Event description:
It was reported a spectrum pump was not properly detecting a closed door. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would not properly detect a closed door, was unable to be reproduced, but was confirmed through review of the event history log. The unit in it's received condition recognized when the door was closed with or without a set loaded. The internal inspection of the unit found all six motor screws severed. It is likely that one of the severed screws was lodged in the link at one time preventing the unit from recognizing a closed door. The motor and screws were replaced.